Manufacturer narrative:
The device was received deployed. A tear was observed on the exposed portion of the soft cannula. During investigation of the fluid path, fluid was observed to be leaking from the observed tear. The timing and cause of the damaged soft cannula could not be determined. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. Inspection of the download data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 14.5 mmol/l (261 mg/dl) while wearing the pod between 37 and 48 hours. As treatment a new pod was applied. The device was originally reported for allegedly not delivering insulin properly.